Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported a return of symptoms about a couple of months ago. The patient said that they hadn¿t though much about it as they were retired and due to covid restrictions they were home all of the time. The patient technical services (pats) agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as the patient had stated that they had tried to adjust stimulation earlier that day and received a power on reset (por) on their patient programmer. The meaning of the por code was reviewed with the patient and explained that the only way to clear the message was that the clinician equipment must be used. When asked, the patient noted that they had a CT scan and chest x-ray (not alleged to be related to the device/therapy,) a couple of months ago. The patient was redirected to follow up with their managing health care professional (hcp) to set up an appointment to clear the message, and further address the issue. No patient symptoms were reported, and no further complications were reported, or anticipated.

Event description:
Additional information was received from the patient. They reported that the ins has been scheduled for a replacement, date not yet determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.